Event description:
Information received by medtronic indicated that the customer received critical pump error image on insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm found on february 27, 2022. No critical insulin pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test and force sensor test. Insulin pump failed sleep current test and active current test due to high current due to moisture damage on electrical board 1 and electrical board 2. Insulin pump failed self test due to insulin pump error on january 11, 2022 at 13:44:51.000 due to moisture damage on the connector. Insulin pump failed prime/seating test and basic occlusion test due to moisture damage on the force sensor. Insulin pump triggered insulin pump error on (B)(6) 2022 at 13:34:26.000 when attempting to rewind in order to perform occlusion test. Unable to perform occlusion test due to insulin pump error . Insulin pump error was triggered due to moisture damage on the motor. Successfully downloaded history files and traces using thus. Insulin pump was cut open prior to beginning of the analysis, due to missing serial number label. Moisture damage was found on the electrical board 1, electrical board 2, motor and force sensor during visual inspection. Insulin pump's downloaded history was reviewed and found three consecutive insulin pump error variable on february 27, 2022 at 12:50:16.000, 12:50:28.000 and 12:51:37.000 due to pio failure. Insulin pump error variable was triggered due to hardware anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, serial number label missing, end cap address label fading, pillowing keypad overlay and keypad overlay texture damage. Critical insulin pump error (open book image) alarm was not observed during testing. Critical insulin pump error (open book image) alarm not confirmed. Unexpected battery power loss confirmed due to moisture damage on electrical board 1 and electrical board 2. Insulin pump error confirmed due to moisture damage on the connector. Insulin pump error confirmed due to moisture damage on the motor. Insulin pump error variable confirmed due to hardware anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.